Manufacturer narrative:
Additional device product codes: gwo, gxr . A device history record (DHR) review was conducted. Please note, this mre review is for sterilization procedure only: part no.: 04.503.104.01s, lot no.: 2l22726. Manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 08 november 2018 expiry date: 01 october 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non-sterile 04.503.104.20 / h653580 was manufactured in us, (B)(4). Manufacturing location: (B)(4). Manufacturing date: 04-jun-2018. Part number: 04.503.104.20, - ti matrixneuro screw self- drilling 4 mm, lot number: h653580 (non-sterile), lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00. Lot number: h511969, lot quantity: (B)(4) lbs. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: we have received two screws of article 04.503.104.01s with the lot number # 2l22726 for investigation. The complained screws show that the recesses are badly worn/damaged. The rest of the implants are in good condition. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 2l22726 was manufactured in june 2018 and all parts were according to our specifications. Failure in material or production could not be detected. Summary: based on the visible damages at the recesses, the complaint condition that a screwdriver cannot hold the screws as intended can be confirmed. However, it is clearly visible that the visible damages were caused post manufacturing. We only can assume, that a mechanical overloading situation or an application error during use, could have led to the damaged recesses and consequently to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during an unknown procedure, the thread of the two (2) matrixneuro screws had a problem. The surgeon had difficulty in holding the screw when the surgeon tried to insert the screw into the patient's skull. There was no surgical delay reported. The procedure was completed without any problem. There was no adverse consequence to the patient. Concomitant device reported: unknown plates: matrixneuro ( part # unknown, lot # unknown, quantity 1). This report is for one (1) ti matrixneuro screw self-drilling 4 mm. This is report 2 of 2 for complaint (B)(4).